Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for a heater bag issue during fill 1 of 5. The alarm could not be bypassed. Treatment was discontinued. When the patient removed the cassette fluid was found to be leaking. The cassette was discarded. The patient was advised to contact his nurse. During follow up the patient's nurse reported that the patient came into the clinic the following morning ( (B)(6) 2017). Pd effluent was cultured and was positive for peritonitis due to gram negative pseudomonas. The patient was started on vancomycin and gentamicin, then tarnsitioned from vancomycin to fortaz and oral levaquin. Due to this event the patient decided to transition to hemodialysis (hd) for better ease of treatment. He was not hospitalized and transitioned to hd (B)(6) 2017. His pd catheter was still available and patient completed antibiotics (B)(6) 2017 with full recovery. He remained on hd and will have the pd catheter removed at a later date.